Manufacturer narrative:
A patient unable to place their battery in MRI mode due to impedances was reported was abbott. The patient was receiving effective therapy. The percutaneous leads were explanted and replaced with a paddle lead. There were no complications. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's system was experiencing ineffective relief and was unable to enter MRI mode due to the right scs lead having high impedances. Troubleshooting was unable to resolve the patient issue. The patient noted having a bad fall a year prior. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000053283.